Manufacturer narrative:
(B)(4). (B)(4). Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2009. The drain was placed after the procedure and the reservoir functioned as intended upon first activation. At the first handling of the reservoir to discard drainage on (B)(6) 2009, the reservoir did not lock. The nurses tried to lock it several times, but it could not be locked. The reservoir was exchanged to a second reservoir with no adverse pt consequences.